Manufacturer narrative:
The event of a patient¿s death was reported to abbott. The patient had permanent implant on (B)(6) 20203. The patient passed on (B)(6) 2023. The doctor believed it was from blood clots. The event information pertaining to this incident has been reviewed and no product investigation will be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported the patient passed away on (B)(6) 2023 following an implant procedure on (B)(6) 2023 due to a blood clot.